Event description:
It was reported that customer experienced repeated occlusion alarms and expressed not feeling safe using pump anymore. There was no adverse impact to the customer¿s blood glucose level. Customer was instructed to perform multiple troubleshooting steps including disconnecting tubing, tightening t:lock, delivering test boluses, checking cartridge and o-ring, and then filling and loading new cartridge with aspart insulin, and ultimately switched to multiple daily injections as backup therapy while tandem technical support arranged replacement pump, provided education on occlusion alarms, instructed customer to place pump in storage mode, and advised on programming settings, reconnecting continuous glucose monitor, and returning problematic pump using pre-paid label.